Event description:
It was reported to medtronic minimed that the customer experienced communication issue between the pump and transmitter and insulin over delivery issue. The customer reported a blood glucose value of 28 mg/dl. The customer reported hypoglycemia treated with IV drip. The event involved product(s) mmt-1884, mmt-7040a, mmt-342g, mmt-431a, mmt-7841zn. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believes the pump is over delivering. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue using the device. A product return was requested for mmt-7040a. The customer declined to return, or is unable to return. Mmt-342g was requested and the customer response was the device will be returned. Mmt-431a was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose at work at 5pm and his colleague giving him intravenous drip of dextrose 50. Customer alleged over delivery because he said he was not alerted when he was getting low. Customer also reported having change sensor alert and loss sensor alarm (loss of communication between pump and transmitter).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for an alleged pump is over delivering, pump unable to communicate to the transmitter and change sensor alert, IV drip for low bg and no alert when in low bg found on (B)(6) 2025. On svn#: (B)(4) - the customer alleged pump unable to communicate to the transmitter, change sensor and lost sensor signal alert found on (B)(6) 2025. On svn#: (B)(4) - the customer alleged pump unable to communicate to the transmitter, change sensor and lost sensor signal alert on (B)(6) 2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software was utilized and downloaded trace/history files properly. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly or change sensor alert noted. Pump programmed with alert before low and suspend on low using the glucose sensor simulator with test guardian link and the alerts functioning and beeping properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 12-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. No over delivery anomaly noted. Primary svn#: (B)(4), event date of 12-mar-2025, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 from12:24:00.000 until 17:46:26.000, (B)(6) 2025 from 14:21:44.000 until 18:36:00.000 during bolus/basal deliveries. On related svn#: (B)(4), event date of 19-feb-2025 and svn#: (B)(4), event date of 05-mar-2025, the test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly, change sensor or lost sensor signal alert during testing. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for low bg. Customer alleged not confirmed for pump is over delivering, pump unable to communicate to the transmitter and change sensor and lost sensor alert and no alert when in low bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.